Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested 12/16/2011 and 01/06/2012 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported blurry distance and near vision following intraocular lens (iol) implant surgery. She also reported being that outdoors and driving trigger migraines. Additional info has been requested.